Event description:
Customer reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed customer to perform troubleshooting steps, which were unsuccessful, resulting in the decision to replace the pump. Reportedly, customer reverted to manual injections for insulin therapy.